Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. The report also represents notification of two events that required additional stent implantation because of symptom reemergence. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are palmaz stents, but the catalog and lot numbers are not available. The citation is as follows (inferior vena cava reconstruction in symptomatic patients using palmaz stents: a retrospective single-center experience). The product remains implanted and is thus not available for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the literature article by barrette, l.-x., mclaughlin, s. W., vance, a. Z., trerotola, s. O., soulen, m. C., sudheendra, d., ¿ clark, t. W. (2020). Inferior vena cava reconstruction in symptomatic patients using palmaz stents: a retrospective single-center experience. Annals of vascular surgery. Doi: 10.1016/j.avsg.2020.01.104, two patients required additional stent implantation because of symptom reemergence. From 2002 to 2019, 37 patients (mean age: 51 year) underwent ivc reconstruction with 68 palmaz stents. Indications were symptomatic chronic venous obstruction in the infrarenal and intrahepatic ivc. The device will not be returned for analysis as it is implanted.

Manufacturer narrative:
As reported in the literature article by barrette, l.-x., mclaughlin, s. W., vance, a. Z., trerotola, s. O., soulen, m. C., sudheendra, d., ¿ clark, t. W. (2020). Inferior vena cava reconstruction in symptomatic patients using palmaz stents: a retrospective single-center experience. Annals of vascular surgery. Doi: 10.1016/j.avsg.2020.01.104, two patients required additional stent implantation because of symptom reemergence. From 2002 to 2019, 37 patients (mean age: 51 year) underwent ivc reconstruction with 68 palmaz stents. Indications were symptomatic chronic venous obstruction in the infrarenal and intrahepatic ivc. The device will not be returned for analysis as it is implanted. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed, and no determination of possible contributing factors could be made. Stent obstruction is the most common long-term complication of self-expanding stents. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken.